Event description:
A (B)(6) year-old male who s/p abdominal surgery in august ((B)(6) 2016) developed a fascial dehiscence that was treated surgically with biologic mesh and wound vac therapy without full closure. On (B)(6) 2016 he was taken to the operating room for abdominal wound skin grafting repair. During retrieval of the skin graft using a dermatome surgical instrument he sustained a right thigh laceration that required suture repair.